Event description:
It was reported that the external pulse generator (epg) was in use with a patient and the black cable connector was not securely attached to the ventricular pacing port resulting in a failure to capture. The patient went into asystole and required chest compressions until the failed connection was discovered. The status of the epg is unknown. No further patient complications have been reported as a result of this event.